Event description:
A malfunction with the pump was reported, displaying malfunction code 9, which prompted an assistance call. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, which resolved the malfunction, and the customer was able to continue using the pump. No further actions were required, and the customer was advised to contact technical support if the issue recurred.